Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient reported halos. The iol was exchanged ten months after initial implantation. In a follow up, a nurse reported that a vitrectomy was also done during the exchange procedure due to the patient having had a previous yag laser capsulotomy, which required a small amount of vitreous to be removed from the posterior capsular bag. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the lens was returned with solution in another MFR's lens case. Solution, broken haptic damage and optic damage were observed. Stutter type scratches were observed on both optic surfaces which extended into the central optic zone. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for halos-exchanged. The lens was returned damaged. The damage is typical in appearance to handling related lens damage. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, and the condition of the returned sample, the damage is most likely customer related. It is not possible to determine if the observed damage of the returned lens occurred during the lens implant or when the lens was explanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. .